Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(4). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) could not pass through the sheath and got stuck. It was noted that the sheath was one of another manufacturer. There was no patient harm or adverse event reported.